Manufacturer narrative:
(B)(4) g2: italy d4: attempts to gather all product identification information are in process, no further information has been provided at the time of this report. Suggested code (annex g)- mechanical (g04) - femur. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. D10: additional associated products 183760 vanguard ps+ tib brg 10x79/83mm lot# j7704961 141235 biomet cc cruciate tray 79mm lot# j7871699 unk patella lot# unk.

Event description:
It was reported the patient underwent revision surgery due to an unspecified infection in the right knee approximately one month post implantation. All implants were removed. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, d4, g3, g6, h1, h2, h3, h4, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of sterile certs identified no related deviations or anomalies during manufacturing. Femoral, tibia and articular surface are compatible with each other however entire construct compatibility cannot be assessed. Medical records were not provided. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. The event is not confirmed. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.